Event description:
It was reported that a patient underwent a modified pelvic floor reconstruction under general anesthesia+vaginal total hysterectomy+vaginal wall repair+vaginal stump suspension+perineal laceration repair procedure on (B)(6) 2025 and suture was used. During the procedure, uring the process of modified pelvic floor reconstruction under general anesthesia+vaginal total hysterectomy+vaginal wall repair+vaginal stump suspension+perineal laceration repair, when suturing the wound with suture, the first stitch was knotted and the suture was lightly pulled, causing the suture to break. The surgeon immediately replaced the suture, and the surgery proceeded smoothly afterwards. The suture breakage this time has slightly prolonged the surgical time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - how long (in minutes) did the surgery prolong? - what tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.